Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. It was also noted that high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic) were observed on stored electrograms (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.